Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During testing and evaluations, the ventilator would reset right after powering up and would alarm "hardware fault 46". The ventilator was opened up to visually inspected and found that a socket cap screw located on the blower module had come loose and was lodging by into the flow sensor's pcba. Further review revealed that the flow sensor cable had also overheated. Vyaire medical replaced the blower module, flow sensor cable, flow sensor, and hybrid board to address the issues of the reported problem.

Manufacturer narrative:
Results of investigation: at this time, vyaire medical is in the process of evaluating the ventilator. Once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in training, the screen on the ventilator went blank. There was no patient involvement associated with this reported event.